Event description:
It was reported that during a percutaneous coronary intervention a stent damage occured. A 2.50x24mm promus element plus drug eluting stent was advanced but it could not cross the "tight" lesion. The stent struts were observed to be lifted off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).